Event description:
A fail code 810:04. Info was not provided regarding whether or not the failure occurred during an infusion. Although attempts were made by co, details were not available regarding add'l contact info, pt demographics, medication involved, or pump programming. The hosp representative stated that there have been no reports of any pt incident involving this pump since the last co's service event.